Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2102507: (B)(6) items manufactured and released on (B)(6) 2021. Expiration date: 2026-05-03. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
Subsidence of the external tibial tray for an unknown reason. All implants were revised 1 month and a half after primary.